Manufacturer narrative:
The event occurred outside of the united states . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer's father reported that the blood glucose device gave lower than expected readings during a hyperglycemic event. The customer tested on the performa system and within two minutes received blood glucose results of 119 mg/dl and 134 mg/dl. The customer experienced symptoms of dizziness and excessive sweating. Due to the symptoms and readings, the customer's parent's assumed that the customer's blood glucose was low and treated her with sweets. The customer's condition continued to worsen and the parent's transported her to the hospital. The blood glucose result obtained at the hospital was not provided. The customer was admitted to the hospital for diabetic ketoacidosis and was treated with intravenous solution. The customer was hospitalized for one day.